Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the power switch is defective. As stated on the repair statement: indendent repair center: customer alleged unit will not alarm and the key failure is the power switch is defective.